Manufacturer narrative:
Skin infections are well known and described adverse reactions following dermal filler injections. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate medical treatment leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, a patient was injected with 1.2 ml teosyal puresense ultra deep in the cheekbones, 1 ml of teosyal rha 3 in the lips and 2 ml of teosyal rha 4 in the marionette lines on (B)(6) 2021. Patient experienced the following: swelling and firmness of moderate intensity in the chin, oral commissures and upper lip on (B)(6) 2021. Redness, heat and swelling to the chin on (B)(6) 2021. On (B)(6) 2021, the patient saw her gp who suspected an infection followed by a delayed onset reaction, and decided to give a treatment of antibiotics. Symptoms of heat and redness resolved but then moveable firm lumps appeared in the lips on (B)(6) 2022. Patient was reviewed in clinic on (B)(6) 2022 and prescribed cortiocids (prednisolon) in decreasing doses for 5 days. The patient reported significant improvement after 3 days but some firm lumps are remaining. The patient will be followed up after her holidays. No additional information was received at the time of this report.

Event description:
According to the received information, a patient was injected with 1.2 ml teosyal puresense ultra deep in the cheekbones, 1 ml of teosyal rha 3 in the lips and 2 ml of teosyal rha 4 in the marionette lines on (B)(6) 2021. Patient experienced the following: swelling and firmness of moderate intensity in the chin, oral commissures and upper lip on (B)(6) 2021. Redness, heat and swelling to the chin on (B)(6) 2021. On (B)(6) 2021, the patient saw her gp who suspected an infection followed by a delayed onset reaction, and decided to give a treatment of antibiotics. Symptoms of heat and redness resolved but then moveable firm lumps appeared in the lips on (B)(6) 2022. Patient was reviewed in clinic on (B)(6) 2022 and prescribed cortiocids (prednisolon) in decreasing doses for 5 days. The patient reported significant improvement after 3 days but some firm lumps are remaining. The patient will be followed up after her holidays. No additional information was received at the time of this report.

Manufacturer narrative:
Skin infections are well known and described adverse reactions following dermal filler injections. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate medical treatment leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products.